Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v798124, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v798124, implanted: (B)(6) 2011, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4). Product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the patient was recharging more than expected. The patient typically recharged once a week and calculation based on his settings indicated recharge from 25% to 100% every 11.7 days. This helped resolve the recharging issue with the reporter. The reporter also commented on the recharger buttons, stating they were poorly engineered as the patient could turn off. The reporter believed the patient was turning his device off. The reporter also noted that performing impedance testing at higher than normal settings, or any adjustments in patient settings, resulted in a ¿seizure of some type.¿ the reporter did not elaborate on this symptom. Six days later it was reported that no additional diagnostics were performed. No malfunctions were seen or the cause of the issue determined. No interventions were taken or planned. The patient¿s high impedance resolved. The patient could recharge and was receiving effective therapy. Three days later it was reported that no seizures were experienced during the impedance check. The patient was not experiencing seizures during normal therapy settings. There were no seizures seen. Later that day it was clarified that as far as the manufacturer representative knew the patient did not experience seizures, rather a ¿shocking type¿ sensation when the device was turned off and then on again. The patient was very sensitive to the stimulation, so the nurse had to turn him back on slowly to avoid this.